Event description:
It was reported that the home patient had a system error 2240 (air in line/set) on the home choice device during dwell four of five of peritoneal dialysis therapy. The patient was connected at the time of the alarm. The patient stated they could see air bubbles in the final line of the cassette and stated the final solution bag was loosely connected to the cassette. The technical service representative (tsr) assisted the patient in clearing the alarms and in ending therapy. The tsr reviewed proper procedures with the patient as well. It is unknown how the patient completed therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This is a report of a use error, where the patient loosely connected the cassette line to the solution bag and this is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.